Event description:
A remstar plus c-flex device was returned to a third-party service center as part of the uno recall process with no initial alleged complaint. During the evaluation of the device, the service technician observed visible foam particles. Additionally, there was dust contamination found in the device. The device was scrapped by the service center after the evaluation was completed.

Manufacturer narrative:
The manufacturer previously reported information in relation to a remstar plus c-flex device that was returned to a third-party service center as part of the uno recall process with no initial alleged complaint. During the evaluation of the device, the service technician observed visible foam particles. Additionally, there was dust contamination found in the device. The device was scrapped by the service center after the evaluation was completed. Upon reassessment, this report was confirmed to be a duplicate of MFR report number 2518422-2022-86524. For reporting purposes, please refer to MFR report number 2518422-2022-86524.